Event description:
The customer reported that the 9800 system had no image displayed at boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated.